Event description:
The pt contacted lifescan and alleged the one touch basic original would not power on. The medical affairs specialist contacted the pt to confirm the info. The pt stated they attempted to use the meter and it would not power on. At about 5pm they stated they knew that their readings were high based on their symptoms of feeling dizzy, with chills and trembling; their family member took them to the dr. The dr took their blood glucose, they do not remember the reading, but it was "high" and they were given insulin. The meter had worked the evening before and the reading reported was 196 mg/dl. The pt routinely takes insulin twice a day "once in the morning and once in the afternoon." No change in their routine of medicating and eating that day. The customer care rep had performed troubleshooting. The battery had been changed, the battery contacts were corroded. Based on the info obtained from the pt, with battery corrosion, there is no indication the product malfunctioned. There is indication however that since the meter would not power on, the pt had symptoms of and was treated for hyperglycemia, that use error may have led to an adverse event.